Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil had migrated from her fallopian tube and embedded in uterus") and embedded device ("essure coil had migrated from her fallopian tube and embedded in uterus/migrated coil") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("heavy menstrual periods"), medical device discomfort ("discomfort"), migraine ("severe migraines"), abdominal pain lower ("cramping"), back pain ("low back pain"), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), fatigue ("chronic fatigue") and amnesia ("memory loss"). At the time of the report, the device expulsion, embedded device, menorrhagia, medical device discomfort, migraine, abdominal pain lower, back pain, abdominal distension, weight increased, fatigue and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, back pain, device expulsion, embedded device, fatigue, medical device discomfort, menorrhagia, migraine and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil had migrated from her fallopian tube and embedded in uterus") and embedded device ("essure coil had migrated from her fallopian tube and embedded in uterus/migrated coil") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("heavy menstrual periods"), medical device discomfort ("discomfort"), migraine ("severe migraines"), abdominal pain lower ("cramping"), back pain ("low back pain"), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), fatigue ("chronic fatigue") and amnesia ("memory loss"). At the time of the report, the device expulsion, embedded device, menorrhagia, medical device discomfort, migraine, abdominal pain lower, back pain, abdominal distension, weight increased, fatigue and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, back pain, device expulsion, embedded device, fatigue, medical device discomfort, menorrhagia, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.